Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. Symptoms reported include irritation, bleeding and pain; patient stated the infected area was the size of a dime. Patient sought medical attention and was diagnosed with cellulitis. The doctor prescribed patient antibiotics. Patient has since resumed use of omni pod therapy.